Manufacturer narrative:
Patient identifier was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure with no alarm or error message. Another pump was used to complete the procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure with no alarm or error message. Another pump was used to complete the procedure. There was no report of patient injury.